Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low battery alert and that the batteries kept draining quickly. The customer's reading was 600 mg/dl. The customer treated with a syringe. The customer was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.